Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 201 mg/dl. The customer delivered a correction bolus via the pump. A system check was performed with tandem technical support (cts) and no issues were identified with the pump or supplies. Cts advised the customer to avoid abrupt temperature changes with the pump. The customer changed their supplies.